Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and as the exact defect condition cannot be identified, so the root cause of this complaint cannot be determined. The plant will continue to track and trend for this issue.

Event description:
On (B)(6) 2026, in the department of medical oncology, a 22g closed-system intravenous cannula was inserted into patient 28 in the morning. In the afternoon, a fracture occurred in the y-connector of the cannula, causing bleeding. The patient immediately called for a nurse, who removed the cannula and applied pressure to stop the bleeding. The patient was not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.